Event description:
When pressing white button to retract spring loaded needle, needle would not retract until touched to something to activate. Dates of use: 2008. Diagnosis or reason for use: IV lines. Event abated after use stopped: yes.